Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. According to the patient's son, the patient was walking. Patient has hearing problems according to the son. The patient heard alarms but thought it might be the phone. The patient was unable to respond to the alarms in time. No injury was reported from the treatment. It is unclear if patient was in the hospital at the time of the event or if patient was taken to the hospital after the treatment event. The lifevest was removed by medical staff and the patient put on hospital telemetry. No deficiencies were alleged against the device.